Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that their stimulator was acting weird when charging. Pt stated that the controller charged fine. Pt stated that they charged the controller this morning and then started charging the ins when a weird message displayed; pt stated that the message had letters and numbers like 03; pss understood that the pt was seeing system problem rm03. Pt stated that the equipment couldn't find the ins when they tried to recharge the ins. Pt stated that even when the ins was dead, they could recharge the ins without a problem and that it would just take longer for the ins to recharge of course since the ins was so depleted. Pt stated that they reset the controller a couple times and made sure that the controller was charged and then they tried recharging the ins again, however the same thing happened. Pt stated that they reached out to the rep and that the rep said that the charger was bad. Pt then described going through passive recharge mode when they were trying to recharge the ins and that the ins finally started charging after about ten minutes; pt noted that the green light was also flashing above the screen. Pt stated that the controller would stay on the trying to recharge screen and it didn't matter where they would move or place the rtm. Pt stated that the middle number on the trying to recharge screen was 94. Pt said rtm was not getting hot while trying to recharge the ins but would get just a little warm from the friction of charging.